Event description:
The following has been reported: nurse reported: "the proximal port on the tubing was squirting saline when running through a pump. The port had been accessed with a needless syringe for premedication administration and then when put on the pump it started to leak. Sample available to be sent back. Patient harm: no. A preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.